Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the cannula broke off of one (1) device while phlebotomist was activating the safety button. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had received one customer photo for review and analysis. The customer photo shows a device with the hub/needle separated from a broken barrel assembly. Bd is able to confirm the customer¿s reported failure mode of breaks off during use based on customer photo analysis. Additionally, 30 retain samples were subjected to a sleeve function test to assess functionality of the device. All samples passed testing exhibiting no signs of broken barrels or device separation during use. Therefore, this complaint cannot be confirmed based on the retain sample draw testing results. In addition, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of breakage or separation. Therefore, this complaint cannot be confirmed based on the retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of breaks off during use based on retain sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure mode of breaks off during use based on customer photo analysis. Bd was unable to determine the root cause for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the cannula broke off of one (1) device while phlebotomist was activating the safety button. No patient impact reported.